Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via a baclofen pump for intractable spasticity. Additional drug information, including dose and concentration, was not reported. It was reported that pump failure occurred, and the pump was replaced. The patient had a history of astrocytoma. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
Logs showed the patient was receiving gablofen 500.0 mcg/ml at 84.95 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the hcp did not know the patient¿s weight at the time of the event.

Manufacturer narrative:
Analysis of the pump found that there was no significant anomaly. The pump motor has o-ring wear. If information is provided in the future, a supplemental report will be issued.